Manufacturer narrative:
H10: additional narratives: updated b5, b7, and h6 per new information received.

Event description:
It was reported and learned through medical records that a patient with an unknown 25mm valve in the mitral position is being evaluated for a valve-in-valve procedure after an approximate implant duration of 5 years due to severe stenosis and severe regurgitation. Per tee a possibility of a vegetation on the valve cannot be excluded, however, the patient is afebrile with no signs of infection. The patient presented with sob, chest pain, orthopnea, and fatigue.

Manufacturer narrative:
Updated h6 per new information received. The most likely cause is patient factors, including a history of cad and hld. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an unknown 25mm valve in the mitral position is being evaluated for a valve-in-valve procedure after an unknown implant duration due to stenosis.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.